Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional reported "spontaneous yellow and bloody nipple discharge", "peri-implant fluid at 8:00 position", "12:00 position 3cm from nipple, there is a 0.6 x 0.3 x 0.5 cm round to oval shaped hypoechoic nonvascular nonshadowing mass". Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified the weight the device within specification, white particles in the sell, wear abrasion and crease fold. Cloudy and crystalline in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing the unit is not rupture.

Event description:
Healthcare professional reported additional event of rupture.